Event description:
A talent stent graft system was implanted in pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 29.7 mm in diameter, 35 mm long, contained mild thrombus, and had anterior angulation of 45 to 50 degrees. It was reported that after the stent graft was implanted, a proximal type I endoleak was evident. The physician elected to intervene by implanting an aortic cuff proximally, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required). Eval results: endoleak. Anterior angulation of the aortic neck.